Event description:
It was reported that an oxygenation failure was observed during an otherwise routine nrp case. Following successful cannulation of the donor patient femoral vessels, customer noted that no svo2 readings were displayed on the maquet monitor. Additionally, there was no expected colour differential between the arterial and venous lines of the circuit; both appeared dark, resembling venous blood, rather than demonstrating the anticipated bright appearance in the arterial line. The pump was clearly functioning, and the heater/cooler machine was appropriately heating the blood (set at 38c). After opening the donor's abdomen, the cannulae were palpable within the correct vessels, with an appropriate flow thrill in the arterial cannula. The venous reservoir was filling satisfactorily, and there was no evidence of bleeding. Circuit flows were excellent (+3l/min), and haemoglobin and haematocrit levels were within normal limits, further supporting that the circuit was otherwise functioning. Customer undertook extensive troubleshooting that includes: confirming absence of leaks or circuit misconnections (blood and gas), verifying correct cannula positioning, verifying correct set up of in-flow and out-flow connection to & fro oxygenator, checking pump function and overall circuit integrity, assessing oxygen supply, including confirmation of connection to the hospital medical air and oxygen system, switching to a portable oxygen cylinder to exclude pipeline supply issues, inspecting the gas delivery tubing between the blender and membrane oxygenator, including disconnection to confirm active gas flow at both ends, inspecting and changing the gas delivery tubing between the o2 source and the gas blender, verifying gas pressure from the gas blender valve. All checks indicated that the system was functioning appropriately in terms of gas delivery and mechanical operation. To further verify the lack of oxygenation, independent arterial and venous samples were analyzed using a blood gas analyzer (to exclude a maquet sensor issue). These confirmed low oxygen saturation and low po2 levels in both arterial (45kpa) and venous samples, well below expected values. Customer was unable to identify any technical error and based on their reviews, according to their assessment there was a failure with oxygenator itself. As the standard nrp pack contains only a single membrane oxygenator, customer was unable to exchange this during the procedure. It was also confirmed that both the packaging and the oxygenator unit itself appeared intact, with no visible damage. The product was discarded by the customer and it is not available for investigation at the manufacturer. This complaint is reportable as a serious injury. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.